Manufacturer narrative:
Analysis: product evaluation confirms the reason for return; the distal tip component is not securely attached as received. Visual inspection of the product shows no obvious sign of physical damage is seen and the unit is bloody. Findings from device analysis show bonding material is detected on the shaft and distal tip. One area is seen on the inner tip surface that was not covered entirely by adhesive. The device expiration date is determined from the date the custom pack assembly, which the cannula was shipped in, was sterilized. Product specific information (cannula manufacturing lot number and date of manufacture) has not been determined. Conclusion: findings from product evaluation confirm the reported product problem; an exact cause is unknown.

Event description:
Information received indicates the distal tip detached and fell inside the patient surgical cavity during the case. The product tip was intraoperatively retrieved with no report of patient injury.